Event description:
It was reported that the patient heard alert tones and came to the emergency room. The device was interrogated and found that no alerts had triggered. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.